Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp of a clinical study. It was reported that the infection occurred at the left dbs lead incision site. It was also reported that the infection and inflammatory reaction due to device, implant, and graft. There was a firmly adhered scab over half of the left dbs lead incision, the scab was "pushed on a cloudy". No further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patent had a post-operative infection and inflammatory reaction at the left incision burr hole site, with lab results pending. Specifically, there was a firmly adhered scab over half of the left lead incision with no erythema or drainage noted. However, when the scab is pushed on a cloudy, bloody drainage oozes up around the scab. The patient was admitted to the hospital for wound wash-out or possible hardware removal. Previously the healthcare professional (hcp) had given the patient 10 days of erythromycin. The etiology was listed as possibly related to the device or therapy and implant procedure. The outcome remains ongoing. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received. It was reported the patient was re-admitted to the hospital and continued IV antibiotics. This prolonged their hospitalization. It was also reported the patient was referred to infectious disease department for ID workup. No acute neurosurgical intervention indicated at the time. Patient discharged 2018-06-11 with no need for acute neurosurgical intervention indicated. Intervention was noted as medical or non-surgical therapy, antibiotics on 2018 (B)(6) laboratory testing was done and there was a positive growth for staph epi infection on 2018 (B)(6). Surgical observation with imaging also were done and results were pending. The relationship of the event to the device/therapy was noted as related. The patient had an I d washout on 2018 (B)(6) and they were then discharged on 2018 (B)(6). They were then re-admitted on 2018 (B)(6) with report of recurrent high fever, worst frontal headache of their life. The seriousness of this event was noted as medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. No further complications were reported as a result of this event at this time.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4) lot# va1nxrx implanted: (B)(4) 2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturing representative (rep) indicated no surgical intervention had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.